Manufacturer narrative:
H3: logs were submitted following additional troubleshooting. Upon review, it was found that the ventilator continued to fail the o&#8322; valve offset calibration despite the inlet pressure being properly regulated. Technical service determined that the issue was due to a faulty inspiration block. A warranty replacement has been initiated. As a result, the claim will be closed as a defective inspiration block.

Event description:
Additional information received indicates that the customer was able to provide log files for further investigation.

Event description:
Complainant alleged that the ventilator displayed tf 545, 316, 400, and 300 alarms. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.